Event description:
This customer reported that they disagreed with two shock advisory decisions that occurred during an event. They asked for an explanation of those decisions. There was no negative pt impact.

Manufacturer narrative:
(B)(4). This customer reported that they disagreed with two shock advisory decisions that occurred during an event. They asked for an explanation of those decisions. There was no negative pt impact. Review of the event file showed a total of three ¿shock advised¿ messages. Two were disarmed by the user and one shock was delivered. The shock advisory decisions met the criteria for a shock was delivered. The shock advisory decision met the criteria for a shock advisory. The pt was in cardiac arrest at the time of this incident. The device passed operational checks done by the customer. The customer requested an explanation of the shock advisory decisions. An explanation was given and the device was behaving within specifications.